Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. Philip's field service engineer (fse) performed troubleshooting and determined the blower required replacement. The fse replace the blower and two air filters and the issue was resolved. The unit passed performance verification testing.

Event description:
It was reported that the blower was too hot. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 14jan2019, date rec¿d by MFR : 12jan2019. During failure analysis for the returned parts, testing was unable to replicate reported issues. An internal inspection of motor components did not reveal any signs of wear, rubbing, sticking, imbalance, debris, or contamination. All testing passed. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.